Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019 at approximately 4:00 am. The patient was in dialysis at the time of passing. Review of the download data, indicates the patient received three shocks in response to CPR/motion artifact. The patient was first treated at 04:20:28 on (B)(6) 2019, while in an idioventricular rhythm at 10 bpm with CPR artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient received a second treatment at 04:20:51, while CPR/motion artifact obscured the patient's rhythm. The patient's post shock rhythm was asystole with CPR/motion artifact. The patient received a third treatment at 04:21:13, while the patient was in asystole with CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact with ECG interference/disconnection. The response buttons were not pressed during the event. The patient was last seen in sinus bradycardia at 20 bpm at the time of the electrode belt was disconnected at 04:40:45 on (B)(6) 2019. The patient passed away on (B)(6) 2019.